Event description:
The end user states that the bar under the seat (possibly seat rail) has broke at the weld. The end user states that the chair folded in on itself, dropping and trapping him in the seat. The end user states he was not injured as he was close to the nurses station, and they were able to get him out.